Event description:
The patient was implanted on (B)(4) 2019. He developed a seroma one week after the implant and was admitted to the hospital on (B)(4) 2019 with a local wound infection at the ipg site. The wound was aspirated and a small amount of sanguineous fluid was expressed. He was placed on IV vancomycin. Cultures showed staph aureus infection. The patient was explanted on (B)(6) 2019 (all components).